Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis/drain placement and cardiac arrest which required CPR. They did a pulmonary vein isolation (pvi) and cavotricuspid ishmus (cti) and at the end of the procedure, they checked with sound to verify there was no pericardial effusion, and one was noted on the ultrasound intracardiac echocardiography (ice). As they evaluated, the patient's heart rate started to drop, the blood pressure started to drop and then they ended up having to do CPR and were able to get the patient off the table. The medical intervention provided to the patient was pericardiocentesis and CPR. The patient's last known status is that they were still under general anesthesia but stable. Additional information was received. This adverse event was discovered at the end of the procedure while catheters were still inside of the patient. All ablations were performed in accordance with instructions for use (IFU) flow settings. The pump was switching from ¿low¿ to ¿high¿ flow during the ablations. The correct catheter settings were selected on the generator. The physician's opinion on the cause of this adverse event was the procedure. Transseptal puncture was performed with agilis sheath and verscross wire. There was evidence of steam pop on the cti. The patient had a drain tube in place overnight. The patient fully recovered but required extended hospitalization.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-jun-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported, that a patient underwent an atrial fibrillation ablation. With a thermocool® smart touch® sf bi-directional navigation catheter. And the patient experienced cardiac tamponade. That required, pericardiocentesis/drain placement and cardiac arrest, which required CPR and extended hospitalization. There was also evidence of steam pop on the cti. The device evaluation was completed on 20-jun-2024. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed, no damage or anomalies on the device. The device features were reviewed by connecting the device to the carto 3 system. And no issues or errors were observed, during the product investigation. A manufacturing record evaluation was performed, for the finished device batch number. And no internal actions were identified. The adverse event and steam pop issues could not be confirmed. The physician's opinion on the cause of this adverse event was the procedure. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred, during the use of the device that could not be replicated, during the analysis. The catheter instruction for use (IFU) states, that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. It is important to carefully follow the power titration procedure as specified in the ¿directions for use¿ section of this document. Too rapid an increase in power, during ablation may lead to perforation caused by steam pop. As part of biosense webster¿s quality process, all devices are manufactured, inspected and released to approved specifications. If additional information is received, regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).